Manufacturer narrative:
This report was initially submitted following notification from a customer in ireland regarding obtaining false negative results for growth of mycobacterium bovis atcc® 35734¿ in association with the bact/alert® mp (ref 419744). No lot numbers were provided. The investigation could not find the root cause for the bact/alert® mp bottle issue with m. Bovis because insufficient information was provided to evaluate the issue. The investigation did not determine the bact/alert® mp bottle contributed to this issue. In-house data and data in the mp bottle¿s instructions for use indicate 100% recovery with m. Bovis (including the bcg strain). The bottle instructions for use (IFU), bact/alert® 3d user manual, and training materials were reviewed by the investigator and found to have adequate directions for the user. Queries of the manufacturing data, and the complaint data did not reveal any adverse trend for any issue related to mycobacterium bovis, or any trend for false negative complaints with the bact/alert® mp bottles. The lot number of the bottle was not provided, so the specific manufacturing batch records could not be reviewed. The investigator noted that if the user follows the bottle¿s IFU, false negative bottles can be detected and mitigated. The IFU states to use solid media (example: lowenstein jensen slants) in addition to the broth bottle for the culture to improve recovery and allow visual examination of colony morphology. The IFU also states to inspect all negative bottles visually for signs of growth before discarding. Best practices state to collect multiple samples from a patient for mycobacteria cultures. It is known that isolates from patients on treatment can have inhibited growth, and this is a limitation of test.

Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer in ireland notified biomérieux of obtaining false negative results for growth of mycobacterium bovis atcc® 35734¿ in association with the bact/alert® mp (ref 419744). No lot numbers were provided. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.